Event description:
Boston scientific crm received info that this lead was abandoned due to impedances less than 100 ohms. The atrial lead was plugged into the rv port and repositioned into the rv chamber. To date, no adverse pt effects were reported.